Manufacturer narrative:
The technician found that the brake casters had damaged stems, most likely due to normal wear and tear. The technician replaced all brakes casters and brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The bed was located in maintenance at the facility. There was no patient/user injury reported. (B)(4).